Event description:
The patient contacted animas on (B)(6) 2012 to report that on (B)(6) 2011 her blood glucose (bg) rose to 600 mg/dl after lunch and dropped to 32 mg/dl within 30 minutes. At the time of the low bg, the patient confirmed feeling shaky and knew she was going low. The patient claimed she drank a couple of sodas and her bg rose to 70 mg/dl and eventually up to the 100's mg/dl. It is not known if the patient bolused for the high bg of 600 mg/dl prior to her bg dropping low. At the time of the call, the patient no longer had the subject meter. She returned it to animas due to x-ray exposure while traveling. The patient confirmed she did not prime while attached nor did she adjust cartridge cap while attached. This complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by animas product analysis on 02/16/2012 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the pump or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.